Event description:
It was reported that the patient with this pacemaker was unable to read. Latitude consult troubleshoot unable to send and receive transmission. No adverse patient effects were reported. At this time, the product remains in service.